Manufacturer narrative:
Device power up properly after battery installation. No missing segment or blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was 10 mmol/l at the time of incident. The customer reported that they had blank display. The troubleshooting was performed advised to insert new battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.